Event description:
It was reported that during a procedure at the user facility the device overheated. No patient impact, no delay, no medical intervention, and no adverse consequences were reported.

Manufacturer narrative:
The reported event was not confirmed as the device did not overheat during testing.the event did not involve a product problem indicating a non-conformity or unanticipated hazard. No further action is required at this time.

Event description:
It was reported that during a procedure at the user facility the device overheated. No patient impact, no delay, no medical intervention, and no adverse consequences were reported.